Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having an issue with the implant staying charged for a couple months. Patient stated that they were getting excellent quality but the implant is not charging fully. Patient said they might get the implant to 50% and that was it. Patient stated they get a message system problem call manufacturer. Agent asked patient to connect with the controller and controller show implanted neurostimulator 60% and controller 100% charged. Patient service asked patient if there was any visible damage on the recharger and patient said no. The issue was not resolved. A request was sent to the repair department to replace the recharger device. Additional information received from the patient that there was a battery issue and paddle was replaced and reprogramming was done. The issue was not resolved but the battery is being replaced.